Event description:
When the catheter was removed from the patient, the catheter separated from the adapter. IV was started by experienced nurse, on retracting the needle noticed blood coming around the hub and not through the hub. When the nurse moved his fingers, which were holding the hub, it was not attached to the catheter.

Manufacturer narrative:
Sample was received 30 may 2008. Upon completion of the investigation, a supplemental report will be submitted.